Manufacturer narrative:
(B)(4) the pro150 device was not returned for evaluation but a device history review was obtained for lot number 82465. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2019 by the distributor, that on (B)(6) 2019 a patient underwent an on-pump minimally invasive, mitral valve repair and left atrial appendage management procedure. The patient was heparinized with an unknown amount. While the patient was on-pump, the surgeon placed an atriclip pro150 on the left atrial appendage (laa) through the transverse sinus. After clip placement surgeon noticed bleeding coming from the middle of the laa. The surgeon converted the procedure from minimally invasive to a sternotomy procedure to access the bleeding site. The surgeon removed the pro150 replaced with a new atriclip ach150 and the bleeding was stopped. The surgeon continued with the mitral valve surgery and procedure was completed. The cause of bleeding was unknown. The procedure was prolonged for an hour. The patient is in stable condition. It was a procedural complication. There was no reported device malfunction.